Event description:
A report was received that an electrode wire detached from the probe.

Manufacturer narrative:
The complaint the csk electrode having problems was confirmed. The root cause was the electrode shaft was broken off at the hub, due to external mechanical force.

Event description:
A report was received that an electrode wire detached from the probe.